Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s cholecystectomy procedure the permanent cautery hook (pch) instrument had a wire pertruding at the distal end, nothing fell in the patient. No patient harm, adverse outcome or injury was reported.